Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc, the syringe broke. Patient contact was made. No injuries were reported. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc, the syringe broke. Patient contact was made. No injuries were reported. The packaged needle was used for the injection.